Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-13999mf fastpass scorpion, sl-mf, batch 15455587, was received for investigation. Visual evaluation found that the jaw did not fully close as expected. Functional testing was not performed due to the device¿s condition. This is a known manufacturing issue, and an ncr will be opened to address it. The complaint allegation is confirmed. Refer to the investigation photographs.

Event description:
On 10-dec-2025, it was reported by a sales representative via (B)(4) that 7 ar-13999mf scorpions jaws are not meeting together and cannot pass the suture. This was discovered during use in a case with a slight delay in the case. All procedures were completed successfully using free needles.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.